Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, bleeding was noted after removal of the instrument. The surgery was converted to a laparotomy and bleeding was stopped. The pt's status is satisfactory.